Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) united kingdom alleging the lancet holder was damaged on her onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began ¿a few days¿ prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patent made changes to her usual dose of medications; however, the patient alleged she discontinued testing due to the reported issue. On the afternoon of (B)(6) 2013, after the start of the alleged issue, the patient claimed she felt symptoms of sweating, dizzy and blurred vision which she associated with low blood glucose. The patient treated self with ¿glucogel¿ and, about 30 minutes after, drank a milkshake. The patient reportedly felt better after. The alleged issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.